Event description:
It was reported that a trochanteric fixation nail (tfn) broke post-operatively at the point of junction with the helical blade. The patient also experienced a non-union. The broken hardware, which was originally implanted during an open reduction internal fixation (orif) procedure of the left hip approximately five (5) years ago, was removed with revision to a total hip arthroplasty on (B)(6) 2015. All fragments were reportedly retrieved and the procedure was successfully completed without prolongation. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted, the report indicates that the: investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Updated expiration date and part number is sterile part. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Date of postoperative break and reported non-union are unknown. Original implant procedure was reportedly five (5) years ago. Device returned to patient and not available for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot: 5614505 ¿ manufacture date: october 11, 2007 ¿ expiry date: september 1, 2016. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.